Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed no evidence of a short battery life. There was one cs 128 alarm due to a discharged replace battery. The battery compartment was found to be cracked from the threads down to the case seal on the side. No battery cap was returned with the pump. A test battery cap was able to fit and maintain electrical connection. The ez-prime steps were performed correctly and all current readings were within specifications. The ¿short battery life¿ was unable to be duplicated. The pumps cover was removed and there was no intermittent condition found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.